Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the instrument was fired by the surgeon and kicked out an unclosed clip. The instrument was fired again and another unformed clip was ejected. There was no consequence to the pt. The case was completed by opening another instrument.